Event description:
The pt injured on february 25. After the surgery (march 1), the surgeon found that the u-blade is longer than the lag screw. He is not planning replacement surgery at this time.

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.